Event description:
It has been reported that the footswitch was faulty. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information provided, the issue occurred during the diagnosis and procedure was delayed. The philips field service engineer (fse) inspected the system onsite and confirmed that footswitch was faulty. Fse performed the troubleshooting and found that some liquid inside was causing the footswitch fault. The fse replaced the footswitch. After replacement of footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.